Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider indicating that the symptoms were not as well controlled on the 2nd side as they were on the 1st. The cause is not known and the issue is not resolved.

Manufacturer narrative:
Event date approximate. Refer to manufacturer report #3004209178-2017-23702 for details pertaining to the related reportable event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implanted neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient was getting an MRI to check lead placement and see "if anything was going on". They indicated there was an issue with either the device or therapy. The impedances were checked on (B)(6) 2017 and were all ok. No patient symptoms or further complications were reported as a result of this event.